Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact to the customer¿s blood glucose level. The customer reset the pump on their own and technical support arranged for a replacement pump to be sent. The customer will continue using their current pump and rely on an alternate method if necessary. They were instructed to return the problematic pump to tandem and were informed about programming settings and connecting their cgm to the replacement pump, which will include updated software. The customer acknowledged all instructions, and a shipping address was confirmed for delivery with a signature required.